Event description:
It was reported a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. Reportedly, an o-ring was on the pneumatic tap. The customer changed the cartridge and resumed insulin therapy successfully.